Event description:
It was reported that the pt developed an infection. The primary location of infection was the device pocket and the lumbar region. The symptoms of infection were fever, redness, drainage, and incisional wound opening. The pt had been treated with perioperative antibiotics prior to the development of the infection. The pt did not have meningitis. A culture was obtained from the device pocket which grew staph. The pt was treated with IV antibiotics and total system explant. The infection resolved, and the pt did not experience any drug withdrawal. The pt's pump was later replaced. The pt's pump contained lioresal.